Manufacturer narrative:
Product ID: 355531, lot# n387410, product type: screening device. Product ID: 355531, lot# n391456, product type: screening. (B)(4).

Event description:
It was reported the patient received a spinal cord stimulation lead today and they had excellent coverage, but when they moved him into a chair, he lost stimulation. The manufacturer representative did not think that the lead had moved but the patient had a loss of therapy. Impedance measurements were performed at 0.7 v and values for 5, 6, and 7 were out of range, greater than 10,000 ohms. The multi-lead trialing cable was switched out per the doctor¿s request and the values were still high but not greater than 10,000 ohms; electrode 5 was 6824 ohms, 6 was 8529 ohms, and 7 was 5151 ohms. Group impedances were run at 1.5v and they were high, but not greater than 20,000 ohms; group impedance was 2136 ohms and 3.057 milliamps. The patient was programmed on 2+, 3+, 4+, 5-, 6-, 7- with a pulse width of 240, rate of 60 hz, and amplitude of 6.5 or 6.7 v. The patient also had another group programmed at 5+, 6+, 7- with a pulse width of 270, rate of 60 hz, and amplitude of 3 or 4 v. The patient was feeling stimulation in one specific spot like it was balled up on his back where the lead was. Additional information received reported the patient was taken back for a quick fluoroscopy and it was found that the lead had moved about an inch. It was believed they could adjust the patient¿s programming with the new lead position and still have good pain coverage. The patient did receive excellent coverage of his pain areas once the programming was adjusted. The physician and manufacturer representative concluded there may have been something in the previous electrode location that caused the high impedances because the impedances returned to normal before the patient was discharged. The patient reported feeling good coverage of his painful areas throughout the trial.